Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 4 from the proximal end of stent is lifted, pushed and twisted distally. Strut 5 from the proximal end of the stent is deformed. No issues noted with balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08887. Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left main trunk (lmt) to left anterior descending (lad) artery. After implanting a 2.25 x 20 synergy drug -eluting stent (des), it was noted that the proximal left circumflex artery (lcx) was occluded due to the shifted plaque. A 2.5x20mm synergy des was advanced but failed to cross the lcx. The device was removed and a 2.25 x 16mm synergy des was then advanced but also failed to cross the lesion. The device was removed and the procedure was not completed due to the same device was not available. No further patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.